Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.